Event description:
It was reported that the bd bactec¿ mgit¿ 960 system produced three false positive results. There was no report of confirmatory testing, but the erroneous results were reported to clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "3 antibiograms detected very quickly positive. One inserted yesterday and 2 others inserted today, all 3 positive came out very quickly. Temperature 36.7." Were any erroneous results provided to the doctor by the laboratory personnel? Yes . If yes, were any patients treated based on erroneous results? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this complaint alleges a false positive on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report that they had 3 false positive results after the tubes had only been inserted into the instrument for a few hours. Applications worked with the customer and determined that the instrument was accidentally left in diagnostic mode by service personnel and a button to render the antibiograms in advance was pressed in error. A field service engineer (fse) was sent to the customer site to take the instrument out of diagnostic mode. The antibiograms were restarted by the customer and the instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument mg5114 and no additional work orders were observed for the complaint failure mode reported. Root cause is a service error of leaving the customer instrument in service mode. This is an unconfirmed failure of a bd product.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 system produced three false positive results. There was no report of confirmatory testing, but the erroneous results were reported to clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "3 antibiograms detected very quickly positive. One inserted yesterday and 2 others inserted today, all 3 positive came out very quickly. Temperature 36.7." "1. Were any erroneous results provided to the doctor by the laboratory personnel? -- yes. 2. If yes, were any patients treated based on erroneous results? -- no."